Event description:
It was reported by the repair tech that the device will start to run when the battery placed on handpiece, without pulling the trigger. It is unk if there was pt involvement or adverse consequences due to the event.

Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The trigger was replaced and the device was returned to the account.